Event description:
The customer tested her blood glucose using her contour meter and received a reading of 118 mg/dl. She was feeling dizzy at the time, so she retested using another meter and received a reading of 43 mg/dl. The customer did not require any type of treatment for the low glucose. She later discovered the test strips for the other meter were expired, so she wasn't sure about her actual blood glucose reading. The customer did not have any contour test strips left, so no product will be returned.